Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center (ccc) to report that a falsely depressed enzymatic creatinine (ecrea) result was generated on a patient sample on a dimension vista 1500 instrument. The quality controls (qc) were not in range at the time of the event. The customer observed abnormal assay errors for the ecrea reagent. The customer set the reagent well to expired (blown) but the error persisted. Then, the customer replaced reagent flex and recalibrated, but the error remained. Upon siemens advice, the customer moved reagent from server 1 to server 2, calibrated the assay and performed qc, which were all acceptable. The next day, siemens asked the customer to replace and align the reagent 2 (r2) probe, move the assay back to server 1, recalibrate, and run qc, which were all acceptable. A siemens customer service engineer (cse) was dispatched to the customer's site. During the visit, the cse replaced and realigned the reagent loader. Next the cse found and removed one reagent flex which was mismatched, then the cse replaced the reagent probe 2 (r2), r2 mixer, aliquot drain, aliquot probe and performed a realignment. After that, the cse primed the system, performed a quick check, and ran qc, all which were acceptable. The customer performed patient sample and qc precision studies, which were both acceptable. No other issues have been reported by the customer since the service visit. The cause of the falsely depressed ecrea result could not be determined. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A falsely depressed enzymatic creatinine (ecrea) result was generated on a patient sample on a dimension vista 1500 instrument. The initial result was reported to the physician(s). The sample was repeated on an alternate dimension vista 500 instrument and recovered higher than the initial result. The repeat result was reported to the physician, as the correct result. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed ecrea result.